Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Because the subject device could not be entirely removed from the patient, it is not considered to have been successfully explanted. The subject device has been received and is currently undergoing investigation. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2017 due to postoperative breakage of a 7.3mm cannulated screw. The initial surgery to repair a right hip slip epiphysis fracture was performed on (B)(6) 2016. During the (B)(6) 2017 revision surgery the broken 7.3mm cannulated screw head and shaft were removed but the threads from the screw remained in the patient. The surgeon elected not to remove the threads. Two (2) new screws were implanted. There was no surgical delay and the patient outcome was good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. One 7.3 mm cannulated screw, 32 mm thread/55 mm (part number 209.855 / lot number unknown) was received with the complaint category of ¿broken: postoperatively the complaint condition is confirmed as the screw was received with a roughly transverse fracture in the threaded shaft. The break is located within 5 mm to 6 mm of the proximal start of the threaded region. The remainder of the threaded shaft was not received. A visual and dimensional inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned 7.3 mm screw is part of the cannulated screw system and referenced in the 6.5 mm and 7.3 mm cannulated screw technique guide. The fracture site was examined and no material voids or irregularities were identified. The balance of the screw shows wear consistent with implant and explant and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the implant is already broken. The following drawing was reviewed; --7.5 cannulated screw, 32 mm thread: 209_845. The device was inspected at the fracture site based on the above drawing. The inner diameter was found to be within the specification of 2.9 mm +0.1/-0 measuring 2.95 mm with the best fit gage pin (gage pins gp32). The outer diameter was found to be within the specification of 4.5 mm +0.05/-0.10 measuring 4.50 mm to 4.54 mm with calipers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. There is no evidence of a manufacturing issue; therefore, further product investigation is not needed. (Unless otherwise noted, all dimensional inspections completed with calipers). No definitive root cause was able to be determined as circumstances surrounding the event are unknown. Various factors impact the forces encountered by the screw such as, but not limited to, fracture reduction, bone healing, surgical technique, and patient factors (compliance, activity level, and comorbidities). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.